Event description:
The distributor reported, a 1104bt-intracranial monitor malfunctioned while in use with a patient. The event required device replacement. Additional clinical information has been requested through the distributor.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.